Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during a heavily calcified left anterior descending (lad) interventional procedure, during lesion predilatation, the nc trek balloon failed to maintain 16 atmospheres of pressure, thought to be due to a balloon rupture. The device was removed from the vessel without issue. There was no adverse patient sequela or a clinically significant delay in procedure reported. The procedure was completed without issue. There was no additional information provided.